Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not work properly in coagulation mode. The hemostasis was not correct. The operator used a second device to complete the procedure without incident. There was no pt injury.